Event description:
It was reported that the catheter fell out of the patient due to a water leakage one hour after the placement.

Manufacturer narrative:
The reported event was confirmed as a manufacturing related. The sample was inflated with water and observed water leaking through the drainage eye. The catheter was dissected and observed a tear on the rubberize layer of the inflation lumen. The tear was examined under microscope and noted to be rounded but not smooth and identified this was related to manufacturing. The sample found a tear on the rubberize layer that caused the water to leak out. The root cause for this failure mode was manufacturing related due to operator error or mechanical error or thin rubberized layer or poor stripping. A review of the manufacturing process indicates that the process was capable of producing this type of defect. Based on the sample returned it was confirmed as a manufacturing related issue. The device history record was reviewed and found a possible manufacturing issue that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2.applicable patients (1) patients with known allergy to silver coated catheter." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that 1 hour after placement, the catheter fell out of a patient due to water leakage.

Manufacturer narrative:
The reported event was confirmed as manufacturing-related. The root cause of this failure mode is could be "manufacturing related due to operator error/ mechanical error/ thin rubberized layer/poor stripping". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2.applicable patients (1) patients with known allergy to silver coated catheter." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that 1 hour after placement, the catheter fell out of a patient due to water leakage.